Event description:
Over the last 3 years, we have experienced intermittent drop out of our telemetry pack ECG signal with our zm-530 nihon kohden cardiac telemetry ambulatory transmitters and antenna system active between 608 and 614mhz. Today we traced the problem with the help of an nk telemetry engineer to a b braun 621-400es infusion pump battery charger circuit. The offending rf emitted by the infusion pump is not emitted (but suppressed) when the infusion pump is actively operational. However, when it sits in the icus plugged in, and not on, but only charging its battery, there is some part of its battery charging power supply which is emitting close to ~20dbm on odd harmonics which include 600mhz. We have notified nk and b braun about this problem. It appears to be a problem caused by a faulty shielding or lack of band pass filtering which occurs when the infusion pump is plugged in and charging its batteries, but not when it is on and operational. We used a frequency scanner and documented the change in ambient radiation noise at and near the 600mhz frequencies, and I will provide screen shots at a later time. We have been experiencing intermittent loss of ECG telemetry signal for many months, and have been attempting the replacement of many components of the nk monitoring system. None of these efforts made our problems go away. We also changed out the nk telemetry antenna array in our ICU to make it more dense and continuous. But this interference still cause paradoxical drop outs, in that the b braun pumps we have traced the problem to now are always being moved and always being turned on or off, and/or being charged in different locations.